Event description:
It was reported at 12:10 on (B)(6) 2023, the PICC specialist nurse of breast surgery found that the supporting guide wire could not pass through the catheter sheath during the PICC catheter implantation (barder 4f) for the patient, and the observation found that the internal aperture ratio of the sheath was smaller than the outer diameter of the guide wire. The catheter sheath was successfully inserted into the blood vessel, but when the guide wire was withdrawn, it was found that the guide wire could not be removed. The patient experienced pain and discomfort when repeated attempts were made to remove the guide wire, and the external part of the guide wire was broken. It was considered that forced removal of the guide wire might lead to the risk of broken wire in the blood vessel, with serious consequences. The patient was sent to the operating room of the interventional department. Imaging observation showed that part of the guide wire (about 7cm long) was still in the blood vessel. The broken guide wire was removed under the guidance of dsa.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.